Manufacturer narrative:
(B)(4). The injection port with locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in the unlocked position, hooks were returned retracted. Per microscope analysis it was observed that the septum was punctured 16 times. No cracks or punctures were observed on the tubing strain relief. As per the information provided (i.e. Observation of port disconnection) a measurement was performed of the port connection tube and inner locking connector, which were found to be within specification. Product analysis cannot confirm the reported event of port disconnection. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. Our investigations concluded that the device was manufactured to specifications and met all release criteria. No relevant discrepancies were noted during manufacture of the in batch question. All devices are inspected prior to release. Device was returned fully functional.

Event description:
It was reported that post implant of a realize adjustable band, the surgeon was not able to aspirate during the adjustments. Under fluoroscopy the radioopaque tubing could not be seen. The port was removed and replaced. The strain relief was in the incision. The original band remains in the patient. There are no patient consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.